Event description:
It was reported that the basket broke while inside the scope during a procedure in 2008. The doctor opened the basket to capture the stone. He captured the stone then performed a lithotripsy. While the doctor was retracting the fragment of the stone in the basket from the patient, the basket broke in the sheath during removal of stone. Based on additional information received in 2008, the basket assembly was detached from the sheath during the procedure.

Manufacturer narrative:
The lot number is unknown therefore no review of the device history record could be performed. The instructions for use states under the section warnings that some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and or x-ray to determine the size of the object is recommended; do not use the stone basket if the object is too large to be removed endoscopically. The caution section states objects that are too large to be recovered through the sheath or through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract. If resistance is encountered during advancement or withdrawal of the device, stop and determine the source of the resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance. Where necessary, use of a lithotrite may be required to reduce the stone burden within the basket, provided that no direct contact is made with the stone basket.